Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer alleged that the insulin pump under deliver the insulin. It was reported that the customer had high blood glucose of 21 mmol/l. The customer was in emergency room. The customer experienced symptoms such as vomiting, extreme dehydration, quick heart beat, nausea and vomiting . The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they often gets insulin flow blocked. The customer stated that they were using the auto mode feature. The insulin pump will be returned for analysis.